Event description:
Rv epicardial lead had a high threshold of 5.5v @1.5ms, seen at at follow up appointment in clinic. It was decided to place a new endocardial rv at the time of generator replacement, and cap the old one.